Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, was programmed vvi due to high out of range atrial impedance measurements. The device also exhibited extended charge times, however they remain within the extended charge time limit. It was reported the high out of range pacing impedance measurements will be addressed at routine change out. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). No further information is available at this time. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient underwent a routine device change out procedure. This device was successfully explanted and replaced. The chronic ra lead remains in service with acceptable impedance measurements noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--